Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap sleeve, the staple line was incomplete. It was fixed with additional firing and suture. Medical intervention was needed to prevent permanent injury. The stomach tore and had to be sutured. This event led to patient hospitalization for four days. The patient may have had a leak. There was tissue damage but it was not permanent. Surgical time was extended by 30 minutes or more. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500 cc or more. No device fragment or component fell into the patient's cavity. There was lubricant cycle in the washing.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.